Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The numbers were ramping. The customer replaced the battery but could not clear the alarm. The customer's blood glucose was 10.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.